Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported separation between the female connector and mainbody. However, there was evidence of damage (crack) on the light blue main body. Due to the nature of the sample, no further evaluation could be performed. The reported separation between the female connector and main body was not verified. Damage to the main body was verified. The cause of the damage to the mainbody could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address the damage issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. It was further described as ¿the tip of the transfer set dislodge when disconnecting¿. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.